Event description:
Sales rep reports for the user facility the following: nurse placed 18g angio into patient and went to pick up needle to place in sharp container when they were stuck; 1/4 in of needle was exposed.